Manufacturer narrative:
Product evaluation: analysis results are not available; the device will not be returned for evaluation.if information is provided in the future, a supplemental report will be issued.

Event description:
The surgeon reported that prior to a thyroidectomy she checked the tube and cuff for patency, it worked as expected. The patient was intubated; approximately 10-20 minutes after intubation the cuff was discovered to be leaking. The patient was extubated and reintubated with a backup trivantage tube. There was no serious injury reported.